Event description:
It was reported that during a laparoscopic liver resection the top jaw broke off completely as the I-blade was advanced. Both the instrument and the competitive, 5 mm plastic trocar, had to be removed because the instrument couldn't be removed through the trocar. The broken piece of jaw was removed, as well. The patient had to be re-insufflated, which resulted in a twenty minute delay in the procedure. The procedure was completed using a competitive device with no consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with minor yielding on the articulation joint. In addition, the device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It is possible that this type of damage can occur after the device undergoes heavy loading. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4).